Manufacturer narrative:
Reported event: an event regarding disassociation and crack fracture involving a centpillar stem was reported. The event was confirmed. Method & results: -product evaluation and results: visual inspection: the reported device was not returned, however, a photograph was provided for review. The photograph shows a recently explanted stem with the presence of biological matter. There is evidence of a neck fracture and the trunnion appears to be worn consistent with the loss of taper lock. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were provided for review with clinical consultant. -device history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusions: it was reported that 'loosening occurred with the large diameter metal head and neck trunnion was occurred, causing the neck trunnion to wear and eventually break off and be replaced again.' The reported device was not returned, however, a photograph was provided for review. The photograph shows a recently explanted stem with the presence of biological matter. There is evidence of a neck fracture and the trunnion appears to be worn consistent with the loss of taper lock. Additional information such as such as device details and return, pre and post operative x-rays, operative reports, histopathology reports, as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Loosening occurred with the large diameter metal head and neck trunnion was occurred, causing the neck trunnion to wear and eventually break off and be replaced again.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Loosening occurred with the large diameter metal head and neck trunnion was occurred, causing the neck trunnion to wear and eventually break off and be replaced again.